Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.